Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose level was 900 mg/dl. The customer was transported by paramedics to the hospital and admitted to the intensive care unit where they were treated with intravenous fluids of saline and insulin. Customer was released on 05/19/2025 with issue resolved and no permanent damage. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.